Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown drug via an implantable pump for unknown indications for use. It was reported that it was difficult to empty and refill the pump. It was further confirmed that the physician used the correct needle to perform the procedure. Further, the hcp who performed the refill was very experienced, and therefore they confirmed the procedure was done correctly. It was mentioned that at a certain moment it was not possible to further fill (nor aspirate) the drug, as a lot of resistance was felt. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting and/or interventions/actions were performed. The issue was not resolved at the time of report, (B)(6)2024. It was unknown if surgical intervention occurred. The patient's age, weight, gender, and medical history were asked, but unknown and would not be made available. The patient's status at time of report was alive  - no injury. Additional information was received on (B)(6)2024 from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the last three refills it was difficult to empty/refill the pump. The cause was not determined. The over-pressurization mechanism (opm) valve lock was not confirmed. Replacement of the pump was being considered. It was unknown what action and interventions had been performed. Surgical intervention had not yet occurred. The issue had not resolved.

Manufacturer narrative:
H3: the pump was returned for analysis. Difficulty occurred accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. As per the pump¿s log, the pump administered the following: morphine (concentration: 22,500.0 mcg/ml, dose rate: 11,983 mcg/day) and bupivacaine (concentration: 32 ,500.0 mcg/ml, dose rate: 17,309 mcg/day). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the device was replaced and would be returned. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the date the device was replaced was on (B)(6) 2024.